Event description:
It was reported the camera head had air leakage from the cord. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: olympus medical systems corp. Service head office loaner equipment (sp). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cable air leak, cable flooding, image capture flooding, and cable penetration. Based on the results of the investigation, it is likely that the following led to the malfunction: air leaked from scratches on the cable, water entered through the scratches on the cable, and the cable was flooded from the scratches. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU):** (warning) do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.